Manufacturer narrative:
Complaint conclusion: a (B)(6) male patient from the cypress study experienced in-stent aneurysm approximately (B)(6) months after implantation of three cypher stents. His medical history is significant for angina, previous pci, previous CABG, hyperlipidemia, and hypertension. At the time of the index procedure, lesions in the proximal, mid and distal right coronary artery (rca) were treated. The distal rca lesion was 95% stenosed and 18 mm in length. The lesion was pre-dilated with a 3.0 x 12 mm balloon at 8 atm and a 3.5 x 23 mm cypher rx was implanted at 11 atm. The stent was post-dilated with a 3.0 x 12 mm balloon at 8 atm. The mid rca lesion was 80% stenosed, de novo, and 30 mm in length. The reference vessel was 3.5 mm in diameter. The lesion was pre-dilated with a 3.0 x 12 mm balloon at 10 atm and a 3.5 x 33 cypher rx was implanted at 11 atm. The stent was post-dilated per standard procedure with a 3.0 x 12 mm balloon at 10 atm. Angiography revealed 60% stenosis in the proximal rca. The lesion was de novo and 15 mm in length. The reference vessel was 3.5 mm in diameter. The lesion was pre-dilated with a 3.0 x 12 mm balloon at 8 atm and a 3.0 x 23 mm cypher rx was implanted at 14 atm with no post-dilation. Pre and post timi flow was 3 for all and there was no residual stenosis for all stents. At the 30-day visit, the patient reported experienced angina, but no adverse events or treatment was reported. At the six month visit, it was reported that the patient experienced unstable angina, but no treatment or testing was reported. It was reported that the chest pain at the 30-day and six month visits may have been related to pre-existing aortitis (vasculitis). (B)(6) months after the procedure, it was reported that the patient experienced unstable angina. Angiography revealed new lesions in the proximal and mid circumflex arteries, non-target vessels, that were treated with promus stents and a lesion in the first obtuse marginal that was treated with balloon angioplasty. Additionally, at this time, peri-stent aneurysm was noted around the mid and proximal rca stents that had been implanted in the rca during the index procedure. The aneurysms were not flow limiting and there was no treatment planned. The stents was implanted and, therefore, not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact mechanism of aneurysm formation after des implantation is still unknown. However, clinical reports suggest several potential causes, including reaction to stent material (stainless steel composed of iron, nickel and chromium), drug effects and hypersensitivity to the drug eluting polymers. A cause of coronary artery aneurysm formation after pci has been identified as excessive use of oversized balloons or high-pressure inflation of the balloon, resulting in intimal and medial tearing with continuous weakening and stretching of the artery. Another possible mechanism may be related to a stent fracture in which the strut in combination with other mechanisms, could probably explain aneurysm formation. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the devices and the reported event. However, vessel/lesion characteristics and procedural factors (multiple balloon dilations) are likely contributing factors. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00010 and 3003742446-2011-00011.

Manufacturer narrative:
Angiography was performed eight months after the index procedure due to stenosis of non-target arteries. At that time, peri-stent aneurysm was noted around the mid and proximal rca stents. The aneurysms were not flow limiting and there was no treatment was planned. Concomitant medications: aspirin 81mg daily since (B)(6) 2010, clopidogrel 75mg daily since (B)(6) 2010, toprol 100mg daily since (B)(6) 2010, lipitor 10mg daily since (B)(6) 2010, imdur 60 mg daily since (B)(6) 2010. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00010 and 3003742446-2011-00011. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A 3.5 x 23mm cypher was placed in the proximal rca, a 3.5 x 33mm cypher was implanted in the mid rca, and a 3.0 x 23mm cypher was implanted in the distal rca. The lot numbers of the stents previously reported were correct. Additional information received (B)(6) 2011: at the time of the index procedure, the ostial right posterior descending artery was noted to be 90% stenosed and was treated with balloon angioplasty only. There have been no adverse events reported for this lesion. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00010 and 3003742446-2011-00011.

Event description:
As reported via the (B)(4) study, a patient experienced peri-stent aneurysm eight months after the index procedure. At the time of the index procedure, lesions in the proximal, mid and distal right coronary artery (rca) were treated. The distal rca lesion was 95% stenosed and 18mm in length. The lesion was pre-dilated with a 3.0 x 12mm balloon at 8atm and a 3.5 x 23mm cypher rx was implanted at 11atm. The stent was post-dilated with a 3.0 x 12mm balloon at 8atm. The mid rca lesion was 80% stenosed, de novo, and 30mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 10atm and a 3.5 x 33 cypher rx was implanted at 11atm. The stent was post-dilated per standard procedure with a 3.0 x 12mm balloon at 10atm. Angiography revealed 60% stenosis in the proximal rca. The lesion was de novo and 15mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 8atm and a 3.0 x 23mm cypher rx was implanted at 14atm with no post-dilation. Pre and post timi flow was 3 for all and there was no residual stenosis for all stents.